Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): stop of infusion. Diffusion incomplete.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.